Event description:
During a clinic follow-up, episodes of noise resulting in myopotential oversensing were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.